Manufacturer narrative:
Section b2 - outcomes attributed to adverse: corrected. Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b3: the event date is estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had drainage from their driveline (B)(6) 2022 and was treated with oral antibiotics in the outpatient setting. Due to ongoing drainage, they were admitted again on (B)(6) 2022 for driveline debridement. The culture present was methicillin-sensitive staphylococcus (mssa). In (B)(6) 2022, staphylococcus aureus and corynebacterium were present, and in (B)(6) 2022 the cultures tested positive for proteus mirabilis, staphylococcus aureus, corynebacterium, and group b streptococcus. The patient death due to ongoing driveline infection/bacteremia was captured under 2916596-2024-03852.